Manufacturer narrative:
The m5100 programmer has been returned to ebr for evaluation, however the investigation is still pending at this time. Results and conclusions will be provided in the final report. Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
During two wise electrode implant procedures at (B)(6) in (B)(6), the model 5100 programmer screen went blank without user input. In one instance, functionality was restored with a short press of the power button; in the other, a full reboot was required. An ebr representative noted that a lead thyroid collar with strong magnets was stored in the front pocket of their lead vest during both events. After the magnetic collar was removed from the vicinity of the device, no further screen blackouts occurred. No adverse patient sequelae were reported.

Manufacturer narrative:
The programmer serial number (B)(6) was returned to ebr for analysis, and internal testing successfully replicated the issue. For example, when a strong magnetic field was brought near the right corner of the dell latitude rugged tablet (used as the programmer), the screen shut off and the device logged out. This behavior was consistent across all programmer units tested. The exact hardware mechanism remains under investigation; however, it is suspected that a magnetic sensor possibly intended for accessory detection is being inadvertently triggered by external magnetic fields. Based on these findings, the behavior appears to be a hardware limitation of the dell latitude rugged tablet rather than a defect in the wise system itself. If information is provided in the future, a supplemental report will be issued.